Event description:
As reported: "left-hip revision. Pt presented with a dislocated left-hip following tha surgery (head came out of the liner). Dr. Determined the acetabular shell was not in an optimal position for ensuring hip stability and decided to revise the shell. He opted to change from a standard x3 insert to an mdm construct for additional dislocation-precaution." Rep confirmed no further information will be released by the hospital or surgeon.

Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 36/0, 6570-0-136, 10964852. Tridentii tritanium multi 58f, 709-04-58f, 19970751a. 6.5mm low profile hex screw 15mm, 7030-6515, u74h. 6.5mm low profile hex screw 20mm, 7030-6520;ufp. 6.5mm low profile hex screw 15mm, 7030-6515, un8k. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Reported event: an event regarding dislocation involving a trident liner was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were provided for review with clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. It is also noted that the patient is inquiring if the devices are part of a recall. Based on the catalog and lot codes provided the devices reported as not subject to a recall. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.